Event description:
This unsolicited case from united states was received on 19-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and had swelling in knee in the direction of the injection site/puffiness was more than usual, tenderness in knee in the direction of the injection site and she doesn't feel any pain at the time of the injection just pressure on the same day and after unknown latency feels a pocket of fluid in knee. Patient had a medical history of a torn meniscus from a freak accident. Patient normally had some puffiness in the area but this time it was more than usual. No concomitant medication and concurrent condition was provided. Patient had received synvisc-one in the past and the symptoms usually go away and she had positive results with previous use of synvisc-one. Patient also had a cortisone shot in past. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (batch/lot number and expiration date: not provided) in right knee for knee osteoarthritis. Patient was notified by her doctor's office that she received the recalled lot of the synvisc-one. On the same day, after the injection, patient started experiencing swelling and tenderness in her knee. Patient was given a methylprednisolone dose pack by her doctor to prevent inflammation and infection in her knee. Patient did not have a fever. Patient was otherwise healthy. It was reported that the swelling and tenderness was not at the injection site but in the direction of the injection site and she also felt a pocket of fluid in her knee (onset date: (B)(6) 2017). Patient did not do anything active after the injection. Also reported that at the time of the injection, the nurse sprayed her with something cold that numbed her knee. She did not feel any pain at the time of the injection just pressure. Also it had not improved. Corrective treatment: methylprednisolone for all events outcome: unknown for she doesn't feel any pain at the time of the injection just pressure and not recovered for other events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and had swelling in knee in the direction of the injection site/puffiness was more than usual, tenderness in knee in the direction of the injection site and she doesn't feel any pain at the time of the injection just pressure on the same day and after unknown latency feels a pocket of fluid in knee. Patient had a medical history of a torn meniscus from a freak accident. Patient normally had some puffiness in the area but this time it was more than usual. No concomitant medication and concurrent condition was provided. Patient had received synvisc-one in the past and the symptoms usually go away and she had positive results with previous use of synvisc-one. Patient also had a cortisone shot in past. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, 1 df, once (batch/lot number and expiration date: not provided) in right knee for knee osteoarthritis. Patient was notified by her doctor's office that she received the recalled lot of the synvisc-one. On the same day, after the injection, patient started experiencing swelling and tenderness in her knee. Patient was given a methylprednisolone dose pack by her doctor to prevent inflammation and infection in her knee. Patient did not have a fever. Patient was otherwise healthy. It was reported that the swelling and tenderness was not at the injection site but in the direction of the injection site and she also felt a pocket of fluid in her knee (onset date: (B)(6) 2017). Patient did not do anything active after the injection. Also reported that at the time of the injection the nurse sprayed her with something cold that numbed her knee. She did not feel any pain at the time of the injection just pressure. Also it had not improved. Corrective treatment: methylprednisolone for all events outcome: unknown for she doesn't feel any pain at the time of the injection just pressure and not recovered for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events additional information was received on 02-feb-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly